Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving a shock. The physician was unable to ascertain if the therapy received was appropriate or not. The device was deactivated and technical services (ts) was consulted for guidance. Ts noted non-physiological noise with baseline shifts and changes in signal amplitudes. This is a result of impedance changes of the sensing vector. This can be due to under-insertion of the lead, lead impairment, or other disturbances of the contacts in the device header. As this device is implanted with a 3401 electrode, migration of the suture sleeve over the proximal electrode could cause similar artifacts. X-rays and troubleshooting ruled out an under-inserted lead and lead impairment. A lead revision procedure was performed to evaluate if the suture sleeve was shielding the proximal electrode. The suture sleeve was not covering the proximal electrode but was very close to it. The suture sleeve position was modified to create more space between the proximal electrode and suture sleeve, and was properly secured. Shortly after this procedure there was another episode recorded showing non-physiological noise and decreased amplitude. The pattern of the noise was quite similar to other previously recorded episodes. Air entrapment at the proximal electrode related to the revision procedure could result in these artifacts however a post revision x-ray ruled this out. Ts concluded that since they are unable to determine the root cause of the noise to be related to either lead or device they recommended considering replacement of both components. Ts also noted while reviewing the device data that the device appeared to be depleting faster than expected. New information received indicates that the system was explanted. The explanted system was returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving a shock. The physician was unable to ascertain if the therapy received was appropriate or not. The device was deactivated and technical services (ts) was consulted for guidance. Ts noted non-physiological noise with baseline shifts and changes in signal amplitudes. This is a result of impedance changes of the sensing vector. This can be due to under-insertion of the lead, lead impairment, or other disturbances of the contacts in the device header. As this device is implanted with a 3401 electrode, migration of the suture sleeve over the proximal electrode could cause similar artifacts. X-rays and troubleshooting ruled out an under-inserted lead and lead impairment. A lead revision procedure was performed to evaluate if the suture sleeve was shielding the proximal electrode. The suture sleeve was not covering the proximal electrode but was very close to it. The suture sleeve position was modified to create more space between the proximal electrode and suture sleeve, and was properly secured. Shortly after this procedure there was another episode recorded showing non-physiological noise and decreased amplitude. The pattern of the noise was quite similar to other previously recorded episodes. Air entrapment at the proximal electrode related to the revision procedure could result in these artifacts however a post revision x-ray ruled this out. Ts concluded that since they are unable to determine the root cause of the noise to be related to either lead or device they recommended considering replacement of both components. Ts also noted while reviewing the device data that the device appeared to be depleting faster than expected. New information received indicates that the system was explanted. The explanted system is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.